Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient had minor burns. The hospital was using non-medtronic surgery table return electrode monitoring (rem) and return electrode monitoring (rem) cable. No intention of the hospital to send the unit into manufacturer as they are carrying their own initial assessment of the incident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.